Event description:
The customer initially reported that they received erroneous results for one patient sample tested for 25-hydroxy vitamin d (vitd) on the e411 analyzer. The sample initially resulted as > 60 ng/ml. The sample was diluted 1:10 and repeated, resulting as 111 ng/ml. The sample was also diluted 1:2 and repeated, resulting as 95 ng/ml. All results were reported outside of the laboratory. The physician did not believe the result, so the sample was sent to a second laboratory where it was tested using the diasorin liaison xl method. The result from the diasorin liaison xl method at the second laboratory was 49 ng/ml. The sample was also sent to a third laboratory where it was tested using the diasorin liaison xl method. The result from the diasorin liaison xl method at the third laboratory was 55 ng/ml. The repeat results from the other laboratories were believed to be correct. The customer later performed a comparison study on 11/16/2015. The customer performed the study because they were concerned that they were performing more sample dilutions for the test than normal. Eleven additional patient samples were tested using the e411 analyzer at the customer site and were sent to the second laboratory for testing with the diasorin liaison xl method. Of the eleven additional samples, eight had erroneous results. All results from these samples were reported outside of the laboratory. The first comparison sample resulted as 52 ng/ml on the e411 analyzer and resulted as 33 ng/ml when tested with the diasorin liaison xl method. The second comparison sample resulted as 73.7 ng/ml on the e411 analyzer and resulted as 38 ng/ml when tested with the diasorin liaison xl method. The third comparison sample resulted as 120 ng/ml on the e411 analyzer and resulted as 26 ng/ml when tested with the diasorin liaison xl method. The fourth comparison sample resulted as 58 ng/ml on the e411 analyzer and resulted as 36 ng/ml when tested with the diasorin liaison xl method. The fifth comparison sample resulted as 17.6 ng/ml on the e411 analyzer and resulted as 11 ng/ml when tested with the diasorin liaison xl method. The sixth comparison sample resulted as 71 ng/ml on the e411 analyzer and resulted as 36 ng/ml when tested with the diasorin liaison xl method. The seventh comparison sample resulted as 98 ng/ml on the e411 analyzer and resulted as 53 ng/ml when tested with the diasorin liaison xl method. The eighth comparison sample resulted as 91 ng/ml on the e411 analyzer and resulted as 47 ng/ml when tested with the diasorin liaison xl method. The patients involved in this event were not adversely affected. The e411 analyzer serial number was (B)(4). The field service representative ran performance testing and this was successful. Instrument performance was found to be within specifications. A field specialist stated that upon further investigation, patient correlation data from past comparison studies performed within the region show a similar pattern as to what is observed at the customer site. A field application specialist ran another correlation study on the customer's e411 analyzer and e601 analyzer at another site. Results from both sites compared favorably, confirming result validity. It was noted that there was a slight positive bias at the customer site. All control results were found to be within acceptable limits. It was also noted that the customer site runs all samples in 12mm pour off tubes. It was recommended to the customer to run samples out of the primary tube or obtain pour off tubes that meet the analyzer requirements.

Manufacturer narrative:
Comparison sample 2 was from a (B)(6) year old male born on (B)(6). This patient had a diagnosis of essential (primary) hypertension, impaired fasting glucose, elevated psa, vitamin d deficiency unspecified, and "encounter for general adult medical examination without abnormal findings". Comparison sample 6 was from a (B)(6) year old female born on (B)(6). The patient has a diagnosis of hereditary hemochromatosis, hypothyroidism unspecified, vitamin d deficiency unspecified, hyperlipidemia unspecified, frequency of micturition, other long term (current) drug therapy, and "encounter for general adult medical examination without abnormal findings". Comparison sample 7 was from a (B)(6) year old male born on (B)(6). The patient has a diagnosis of "encounter for general adult medical examination without abnormal findings", atherosclerotic heart disease of native coronary artery without angina pectoris, "encounter for screening for malignant neoplasm of prostate", allergic purpura, and vitamin d deficiency unspecified. Comparison sample 8 was from a (B)(6) year old female born on (B)(6). The patient has a diagnosis of pulmonary mycobacterial infection, malignant neoplasm of unspecified ovary, essential (primary) hypertension, and "encounter for general adult medical examination without abnormal findings". The customer provided data for four additional patient samples that were initially tested on the e411 analyzer. The samples were sent to the second laboratory for repeat testing with the diasorin liaison xl method. Of these four additional samples, three had erroneous results that had been reported outside of the laboratory. The first additional sample, from a (B)(6) year old female patient born on (B)(6), initially resulted as 75.0 ng/ml when tested on the e411 analyzer. The initial result was reported outside of the laboratory. The sample was repeated at the second laboratory using the diasorin liaison xl method, resulting as 45 ng/ml. This patient had a diagnosis of hypothyroidism, unspecified; polyneuropathy, unspecified; gastro-esophageal reflux disease without esophagitis; and "encounter for general adult medical examination without abnormal findings". The second additional sample, from a (B)(6) year old female patient born on (B)(6), initially resulted as 76.8 ng/ml when tested on the e411 analyzer. The initial result was reported outside of the laboratory. The sample was repeated at the second laboratory using the diasorin liaison xl method, resulting as 44 ng/ml. This patient had a diagnosis of deficiency of other specified b group vitamins, other fatigue, and "encounter for general adult medical examination without abnormal findings". The third additional sample, from a (B)(6) year old male patient born on (B)(6), initially resulted as 75.6 ng/ml when tested on the e411 analyzer. The initial result was reported outside of the laboratory. The sample was repeated at the second laboratory using the diasorin liaison xl method, resulting as 47 ng/ml. This patient had a diagnosis of type 2 diabetes mellitus without complications; pure hyperglyceridemia; "encounter for general adult medical examination without abnormal findings" ; vitamin d deficiency, unspecified; and other specified disorders of bone density and structure, unspecified site. The patients for these additional samples were not adversely affected.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The affected samples were requested for investigation, but could not be provided.